Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling. Device return for evaluation was noted in the event report but the device has not been received. This report will be updated, if necessary, if the device is received an evaluation performed.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, pacing was lost while treating the right superior pulmonary vein (rspv). Capture could not be reestablished and it was noted the diaphragm was not moving on fluoroscopy.